Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection was performed and found no issues related to the reported problem. However, a damaged latch roller was found and will be captured and reported in (B)(4). Power on self-testing was performed, and no alarms were encountered. A review of the alarm log was performed and found no alarms. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. The reported condition was unable to be verified. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-35 alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.